Event description:
It was reported that the pt felt her pump did not adequately control her pain. It was stated that the system never worked to control her symptoms. The device was electively explanted. The medications being delivered via the device system were bupivicaine, clonidine, and hydromorphone.

Manufacturer narrative:
(B) (4).